Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the tip of the guidewire was ¿hook shaped¿ was inconclusive due to the sample condition. The product returned for evaluation was the components for a 4.5fr ptfe introducer kit and an additional 0.018¿ x 35cm guidewire. One guidewire was examined and it appeared that the proximal wire end was missing the weld tip. Microscopic examination of that wire end showed that the coil wire had been cut. The alleged end which contained a ¿hook shape¿ was not returned for evaluation. No other abnormalities were seen on the wire. The other guidewire contained multiple bends but no abnormalities were seen on the wire tips while examined under microscope. The remaining kit components were examined and determined to be unremarkable. Since the described region of the wire was not returned, confirmation of the event could not be made and an assessment of the potential root cause was not possible.

Event description:
It was reported that when the catheter was placed on (B)(6) 2018, during the process of withdrawing the guide wire after the catheter was fed into the vascular sheath, it was found that the tip of the guide wire in the vascular sheath was hook-shaped. It was stated the catheter could not be smoothly fed and the catheterization could not completed. Then the vascular sheath was exchanged with a new one and re-placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0744 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was placed on (B)(6) 2018, during the process of withdrawing the guide wire after the catheter was fed into the vascular sheath, it was found that the tip of the guide wire in the vascular sheath was hook-shaped. It was stated the catheter could not be smoothly fed and the catheterization could not completed. Then the vascular sheath was exchanged with a new one and re-placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0744 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was placed on (B)(6) 2018, during the process of withdrawing the guide wire after the catheter was fed into the vascular sheath, it was found that the tip of the guide wire in the vascular sheath was hook-shaped. It was stated the catheter could not be smoothly fed and the catheterization could not completed. Then the vascular sheath was exchanged with a new one and re-placed.